Event description:
Cook ireland reported for the customer. "The port was functioning for 10 month, then the port catheter dislocated from the port chamber. The port catheter was removed from the pulmonary artery." Catheter migrated and was removed from the pulmonary artery.

Manufacturer narrative:
Engineering reported: "a mini port body, catheter lock and silicone catheter (approx 56cm) were returned for evaluation. The returned components were dimensionally characterized and found to be within manufacturing specifications. One suture hole did show evidence of use. Visual inspection of the catheter revealed bruising that indicates the catheter was connected properly." Engineering stated "the investigation found evidence that the catheter was assembled to the port properly that it is unclear why the catheter disconnected from the port body. It is possible that unique pt anatomy and/or a combination of stresses acted to create an unusually high tensile force that resulted in the reported incident."